Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.5/1.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The patient experienced refractive surprise. On (B)(6) 2021 the lens was exchanged with a same length/model but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic broken. Dimensional and functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. The lens returned is not the size stated in the claim. Claim# (B)(4).